Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a polyflex esophageal stent was to be used during an esophageal stent placement procedure (age (B)(6) years). According to the complainant, during preparation, the stent kept creasing at the proximal edge and folding in on itself. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Stent - creasing/folding problem. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).